Event description:
The pt's mother reported that the head of the tracheostomy tube had separated from the tube. Her 5 1/2 year-old son has been trached for 4 years and is relatively stable. The device in question had been in place approx 3 weeks. The mother noticed that her son was having difficulty breathing, which is abnormal. She realized her son was in severe distress with difficulty breathing. She tried deep suctioning. The reported problem was discovered when she removed the tube. Her son's condition returned to normal as soon as the device was replaced. Her son is not on a ventilator.